Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.